Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the system's hard drives. System was tested to factory's specifications.

Event description:
Customer reported that the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.